Event description:
During the procedure, the physician noticed that there seemed to be additional fluid inside the patient, and lifted the catheter to discover that there was a leak in one of the first electrode spaced and fluid was leaking into the patient. The catheter was immediately changed and procedure was completed successfullly with no harm to patient. After the procedure a loose piece of plastic covering was discovered between the electrodes on both catheters.